Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage noted on the electronic, motor, vibrator motor or battery tube assembly. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the customer received a button error alarm on his insulin pump, after it was splashed with water. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 124 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).